Manufacturer narrative:
On 18th november 2024, the user reported that the cgm system showed results that were different from glucometer measurements. Based on the initial escalation analysis, sensor replacement was authorized due to deviation in the system performance from normal behavior.an RMA was issued to perform further investigation. However, sensor was not received by the closure of this complaint. A review of the dms data showed signal instability starting (B)(6) 2024 which coincided with the inaccuracies observed by the user. The potential root cause for the reported failure mode may be related to an issue with the sensor electronics, for example the led behavior at the time, or the in vivo state of the sensor hydrogel. As part of resolution, the RMA was authorized for sensor replacement. B4. Date of this report 14 february 2025. G3. Date received by the manufacturer? 14 february 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.